Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose due to excessive no delivery alarms. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer reported that issue began three weeks prior to call.